Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure treated a de novo, 3.0x16 mm, 80% stenosed lesion of the distal right coronary artery (rca). The treatment consisted of direct stenting using a 3.0 x 18 mm promus des, which resulted in 0% residual stenosis. The pt was discharged two days post procedure: however, death was reported at the 12 month follow up. The cause of death was areactif coma in the suites of a stopping respiratory cardio linked to a pneumopathic of inhalation with a septis severe. The pt was taking aspirin and clopidogrel at the time of the event. No additional event or pt information is available. You are receiving this MDR report from abbott vascular as distributor distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - although it is unk how direct stenting the lesion may be related to the reported pt effect, it should be noted that the instructions for use states to pre-dilate the lesion with a ptca catheter. The pt effect of death is listed in the IFU and the risk assessment as a known potential adverse event associated with coronary stenting procedures and is not necessarily an indication of product quality deficiency. In this case, it is unk if the reported death is related to the product/procedure as it occurred 8 months post procedure, and the pt was diagnosed with aspiration pneumonia prior to their death.